Event description:
It was reported by the customer, that during a routine check, the cs100 intra-aortic balloon pump (iabp) pressure hose is damaged. There was no patient involved.

Manufacturer narrative:
Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.